Event description:
Additional information recieved reported at the time of the report, it was determined the health care provider that discovered the volume discrepancy did not update the pump at that time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was not receiving therapeutic effect and there was a volume discrepancy. The actual residual volume (arv) was greater than the expected residual volume (erv). The arv was 38ml, when the erv was only 3ml. The patient reported "never having therapeutic effect" and no relief from pain. The patient was also experiencing nerve pain "that she hadn't had in years." The pump logs were checked, and indicated the pump was functioning as programmed. The healthcare provider did an x-ray and it looked as if the suture-less pump connector was attached. The medication in the pump was morphine concentration of 50mg/ml and a dose of 20mg/day. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).